Event description:
The user said that suspect device read 100 points higher than their doctor's meter. They then stated that they had to go to the ER. They were using expired test strips, and the device miscoded. Controls were not used. The device replaced and requested to be returned for evaluation.